Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. The technical support team arranged to replace the pump. The customer did not have any backup therapy available and planned to contact their healthcare provider.